Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition due to oversensing of noisy signals while being implanted. The patient originally had a non-boston scientific generator. The lead was connected to the non-boston scientific device and exhibited noisy signals despite not exhibiting any noisy signals while connected with the pacing system analyzer (psa). The lead was, then, connected with a boston scientific implantable cardioverter defibrillator (ICD) and still exhibited noisy signals. Several troubleshooting actions were performed, and the issue was not resolved. The issue resolved itself with no explanation after connecting the lead to the psa and generator. The lead was successfully implanted. It was noted that noisy signals and pacing inhibition was observed when the patient was getting out of bed during recovery. No noisy signals were observed since. The lead remains in use. No adverse patient effects were reported.